Manufacturer narrative:
The malfunctioning device has been returned to the manufacturer for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
Doctor was inserting a PICC line. The PICC was flushed with normal saline prior to insertion. Once inserted, the doctor attempted to advance the PICC line but was unable to do so. Thus, he tried to flush the PICC line and it was noted to be leaking from the hub. The PICC line was then removed.

Manufacturer narrative:
This complaint is partly confirmed. Examination of the faulty sample returned showed that the catheter and the stylet were cut off at the proximal end distal to the fixation wing. Upon flushing the catheter y-piece port a leak was found at the y-piece. Microscopic examination showed a severe tension crack inside the ll-hub for stylet fixation at the sample. This is a non-systematic defect. It occurs after a longer time of product storage. With CAPA (B)(4) we were unable to reproduce this defect. We therefore decided to reduce tension by minimizing the tightening torque of the stopper on the y-piece. This is the 5th complaint received for batch no. 5623484. A review of the lot history record was performed there were no abnormalities found. Corrective/preventative action: the supplier of the catheter has issued CAPA # (B)(4) and decided to reduce tension by minimizing the tightening torque of the stopper on the y-piece.

Event description:
Doctor was inserting a PICC line. The PICC was flushed with normal saline prior to insertion. Once inserted, the doctor attempted to advance the PICC line but was unable to do so. Thus, he tried to flush the PICC line and it was noted to be leaking from the hub. The PICC line was then removed.